Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated he would like to see the representative to have his programming adjusted patient stated at first it was there but now all of a sudden he can't stand or walk for too long since just this week. Patient service specialist is sending a message to the field representative about patient request.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.